Manufacturer narrative:
Failure analysis confirmed the insulin pump was received with no button response due to corroded keypad traces. No moisture damage found inside the pump. The insulin pump was received with cracked case at the display window corner, cracked reservoir tube lip, scratched lcd window, broken belt clip slot, scratched case and cracked battery tube threads.

Event description:
The customer reported via phone call that the insulin pump had moisture damage. The customer's blood glucose reading was 72 mg/dl. The customer stated the insulin pump was exposed to moisture; water. She stated there is moisture under the lcd screen. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.